Event description:
It was reported that the powerpicc solo was placed in (B)(6). Line was used for two weeks previous to (B)(6) when pt came in for chemo and nurse noticed the pin hole leak. Pt required new PICC line. Returned sample shows leak at 20 cm indicating probable subcutaneous leak.

Manufacturer narrative:
This complaint of a subcutaneous leak in the catheter is confirmed. The product implicated and returned for eval is a 4 for s/l power PICC catheter. During functional testing a spraying leak was observed emanating from the catheter. The leak site is located between the 20 and 21 cm depth marker. The split in the tubing is longitudinal. A cross sectional view of the split site reveals a dull granular veneer. The leak site is < 0.3 inches in length. The split edges are sharp and traverse in a straight line. A lot history review (lhr) is not possible, as no mfg lot number info has been provided by the complainant.